Manufacturer narrative:
Vascular compromises are serious adverse events that are well known and well-documented related to the injection of hyaluronic acid fillers. They are linked to an accidental injection in, or next to a vessel, triggering its compression or occlusion. If treated on time with an appropriate treatment, symptoms can be fully resolved, without sequelae. If not, they can worsen and develop into skin necrosis. Additionally, the risk of such adverse event is also mentioned in the instructions for use of our products. De boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14 . Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e. Delorenzi, c. (2014). "Complications of injectable fillers, part 2: vascular complications." Aesthetic surgery journal / the american society for aesthetic plastic surgery 34(4): 584-600.

Event description:
According to the received information, the patient was injected with 1 ml of teosyal rha 4 in the marionette lines (0.4 ml on both sides) and the chin (0.2 ml) on (B)(6) 2021. Following the injection, the injector noticed a "blue/grey" coloration appearing on the skin and suspected a vascular occlusion. Information regarding the treatments prescribed and symptoms resolution have been queried but have not been provided yet.